Event description:
It was reported that sudden increase of left ventricular threshold and no capture at max output were observed. During the explant procedure the left ventricular lead was tested with the psa and measurements were stable. Device issue was then suspected. The physician opted to explant the device.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description included. The reported threshold anomaly could not be reproduced in the laboratory. The device was tested manually through bench testing and using automated test requirement and no anomaly was observed. The cause of threshold anomaly could be indicative of a lead issue such as dislodgement. The lead remained implanted as reported.